Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No unexpected insulin flow blocked alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2019 with blood glucose level was above 600 mg/dl. The customer current blood glucose level was 378 mg/dl. The customer was treated with intravenous drip. Customer also stated that the insulin pump had pump error hardware low level failures and insulin flow blocked alarm. Trouble shooting was performed for pump error. Pump error hardware low level failures reoccurred during self-test. Customer was able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.